Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. Technical support advised to replace the user interface board. Customer stated that replacement of the user interface board resolved the reported issue. The part was returned to the manufacturer for investigation. The root cause was determined: the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.